Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that stent explantation occurred. The patient presented for urgent angiography with acute coronary syndrome revealed calcified tortuous stenosis in the left anterior descending coronary artery (lad) (panel a). Coronary perforation occurred at the mid-lad during rotational atherectomy. Intravascular ultrasound (ivus) revealed that rotational atherectomy created a false lumen. For the bailout of perforation, a 2.5x28mm promus premier was deployed in the mid-lad. However, there was contrast pooling beside the stent. It was decided to bailout the site with a 3.0x16mm non-bsc covered stent. Following unsuccessful attempts to advance a covered stent across the mid-portion of the stented segment, the covered stent became trapped. After several attempts, the covered stent and the elongated promus premier that was previously delivered were withdrawn. The mid-lad was successfully re-stented with a 2.5x33mm non-bsc drug eluting stent.